Event description:
It was reported that externalized conductors were found via fluoroscopy. A low pacing impedance was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.